Manufacturer narrative:
Results pending completion of the investigation.

Event description:
The customer reported receiving two false positive hcg results while using fisher sure-vue hcg urine cassettes. The patient was tested prior to undergoing an unspecified procedure. The urine sample was tested and it "looked like the dye got stuck right before the indent where the positive line would be". The customer repeated the test with a device from a different box of hcg tests and the result was negative. Both devices were set aside to show and discuss the results later with additional staff. The customer went to look again at the devices at an unspecified time and the second test showed a very faint positive result. Please note, read the result at 3-4 minutes. Do not interpret results after the appropriate read time. Additionally, a sample hcg concentration below the cut-off level of this test might result in a weak line appearing in the test region (t) after an extended period of time. A line in the test region (t) seen after the read time could be indicative of a low hcg level in the sample. If such results are seen, it is recommended that the test be repeated with a new sample in 48-72 hours or that an alternate confirmation method is used. The customer was unsure what the read time was for the results and also indicated they are unsure if a timer was used. Although requested, it is unclear if the second false positive result is a true false positive or if the customer read the results after the read window. A confirmatory blood test was performed which yielded a negative result. As a result of the positive hcg results, the procedure was delayed for over 2 hours, however no harm was reported. Additionally, the customer mentioned "this has happened previously" without any clarifying details. Attempts were made to gather additional information; however the customer was unresponsive. No further information was provided.

Manufacturer narrative:
Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review and retain device testing could not be performed as a lot number was not provided. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information. Complaints are tracked and trended on a monthly basis. Per the package insert: - read the result at 3-4 minutes. Do not interpret results after the appropriate read time. It is important that the background is clear before the result is read. - positive:* two distinct red lines appear. One line should be in the control region (c) and another line should be in the test region (t). - note: a sample hcg concentration below the cut-off level of this test might result in a weak line appearing in the test region (t) after an extended period of time. A line in the test region (t) seen after the read time could be indicative of a low hcg level in the sample. If such results are seen, it is recommended that the test be repeated with a new sample in 48-72 hours or that an alternate confirmation method is used. - very low levels of hcg (less than 50 miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. - a number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. - this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
The customer reported receiving two false positive hcg results while using fisher sure-vue hcg urine cassettes. The patient was tested prior to undergoing an unspecified procedure. The urine sample was tested and it "looked like the dye got stuck right before the indent where the positive line would be". The customer repeated the test with a device from a different box of hcg tests and the result was negative. Both devices were set aside to show and discuss the results later with additional staff. The customer went to look again at the devices at an unspecified time and the second test showed a very faint positive result. Please note, read the result at 3-4 minutes. Do not interpret results after the appropriate read time. Additionally, a sample hcg concentration below the cut-off level of this test might result in a weak line appearing in the test region (t) after an extended period of time. A line in the test region (t) seen after the read time could be indicative of a low hcg level in the sample. If such results are seen, it is recommended that the test be repeated with a new sample in 48-72 hours or that an alternate confirmation method is used. The customer was unsure what the read time was for the results and also indicated they are unsure if a timer was used. Although requested, it is unclear if the second false positive result is a true false positive or if the customer read the results after the read window. A confirmatory blood test was performed which yielded a negative result. As a result of the positive hcg results, the procedure was delayed for over 2 hours, however no harm was reported. Additionally the customer mentioned "this has happened previously" without any clarifying details. Attempts were made to gather additional information, however the customer was unresponsive. No further information was provided.